Event description:
A drill broke during a procedure and its debris was left in the patient's bone.

Manufacturer narrative:
4247 - this complaint was not escalated to root cause analysis. 4316 - this complaint was not escalated to root cause analysis.